Event description:
The radiology equipment was inoperable during the case on three occasions with one break in the case of over twenty minutes. Please note this was a general anesthesia case. The siemens representative was in house and stayed during in the department for the entire procedure.the new siemens angio room has been malfunctioning frequently, and a patient's life could be endangered.